Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-02603 and 1225714-2014-02604.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-02603 and 1225714-2014-02604. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired on the same date as the event, which is alleged to have been caused by th exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date and subsequently expired after the use of the product.